Event description:
Qc s. Aureus atcc 49476 versus clindamycin was out when used with rapid positive bp 1, and rapid pos broth 051705a-1. This issue has been associated with a dade behring conducted recall for mocroscan rapid pos broth inoculum broth, lots 050905a-1, 051605a-1, 051705a-1, 052305a-1 and 052805b-1 that took place in 2005.